Event description:
It was reported that the atrial lead was found without sensing or capture. Fluorscopy revealed that the lead had become dislodged and was hanging straight down in the atrium. The lead was programmed off, and at a later date capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products continued: 5076 implantable pacing lead (B)(6) 2004. (B)(4).